Manufacturer narrative:
On (B)(6) 2019 immucor confirmed the presence of the dia antigen on retention capture-r ready-screen (pooled cells) lot number b045 in manual capture using retention capture-r indicator cell lot number 221369 with retention anti-dia lot number dia081910de. Controls performed as expected. Capture-r ready-screen (pooled cells) lot number b045, cell 1 di(a+), resulted positive as expected. Retention product performed as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer in reported an unexpected negative result with capture-r ready-screen (pooled cells) on a galileo neo instrument.